Event description:
It was reported that a non-vented high-volume inlet was leaking. The issue was identified during use. There was patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: there was no patient involvement (previously submitted as there was patient involvement). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed an unopened primary packaging with a circle at the inlet connector area. The reported condition is not clearly observed via the provided photograph and due to the nature of the sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.